Event description:
It was reported that during an afib ¿ paroxysmal procedure, after taking approximately 60 points, the cover of the generator got very hot. The cool flow pump did not switch to high flow automatically. The case was completed manually operating the cool flow pump without any patient consequence.

Manufacturer narrative:
Coolflow pump: model# m-5491-01, serial #(B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an afib ¿ paroxysmal procedure, after taking approximately 60 points the cover of the generator got very hot. The cool flow pump did not switch to high flow automatically. The case was completed manually operating the cool flow pump without any patient consequence. Per the event description, the unit was service and no errors were found. Functional, safety test and the preventive maintenance were performed. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.